Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age and weight not provided for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Peek implant was already in place at this time and was left in the patient's vertebrae; the plate was not implanted thereafter. The procedure was not completed as planned. The surgeon will monitor the patient. Should additional information become available, this determination should be reassessed. Device history records review was conducted. The report indicates that the: part # 04.617.129s, lot # l478447, manufacturing location: (B)(4), manufacturing date: 24.jul.2017 expiry date: 01.jul.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a cervical interbody procedure at c3-c4 on (B)(6) 2017. During the procedure, while the surgeon was attempting to create a pathway at c3-c4 using the straight awl, the plate became dislodged from the peek implant when a piece from the anterior portion of a vertebra chipped off. As per the surgeon, the bone quality of the patient was very bad which resulted in the vertebrae chipping off and the plate and peek implant got dislodged due to the breaking of the vertebrae. When the surgeon was awling through the guided holes for the screws, the piece of the vertebra chipped off causing the plate to be dislodged from the peek implant. Peek implant was already in place at this time and was left in the patient's vertebrae; the plate was not implanted thereafter. The patient is reported to be stable, and the surgeon is monitoring the patient with follow-up visits and x-rays (unavailable) to make sure the implant does not subside or shift in the patient which would potentially lead to another surgery. No surgery has been scheduled as of this time. There was no surgical delay reported. This complaint involves one (1) device. Concomitant devices reported: unknown straight awl. This report is 1 of 1 for (B)(4).